Manufacturer narrative:
The comments are normally added upon manual differential, but in this case there was no apparent operator action to add the comment. The data was forwarded to the software vendor, (B)(4). Per (B)(4), the manual differential was performed with the comment, but the issue is still under investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the laboratory noticed red blood count (rbc) morphology comments incorrectly posted to five (5) sample requests. These comments were not uploaded from the instrument. The results were reported out of the lab. The reports were amended (the comment was removed). Treatment was not initiated or withheld based upon the erroneous comment.